Manufacturer narrative:
The customer did not provide patients' demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. On site, the fse discovered some greasy substance around the incubator belt. The fse performed a preventative maintenance (pm) in which multiple hardware parts were replaced. Although a specific hardware component cannot be identified, there is sufficient evidence to suggest a system malfunction as one or more of the actions of the fse resolved the issue. Verification testing met published instrument and assay performance specifications. The cause of the erroneous access accutni+3 results is due to a system malfunction; however, no one component can be implicated as the sole contributor in this event. All mdrs associated with this event: 2122870-2016-00465; 2122870-2016-00466.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system serial number (B)(4) on four (4) patients' samples. On (B)(6) 2016, the initial elevated access accutni+3 results were generated for three (3) patients designated as patient number one (1), two (2) and three (3). The elevated results were reported outside of the laboratory. The samples were reanalyzed on the same access 2 immunoassay system serial number (B)(4) and on the laboratory's alternate access 2 immunoassay system serial number (B)(4), and lower results were generated. Refer to the attached patient data summary table for details. The initial elevated result for patient number one (1) was reported outside of the laboratory, questioned by the physician, and surgery was delayed. There was no report of additional change or impact to patient care or treatment associated with patient number one (1). The elevated results for patient number two (2) and patient number three (3) were also reported outside of the laboratory. There were no reports of injury or change to patient treatment associated with these two patients. MDR 2122870-2016-00466 will address an additional elevated access accutni+3 result obtained on (B)(6) 2016 for a fourth patient designated as patient number four (4). The supplied data indicates access accutni+3 calibrations and access accutni+3 quality control (qc) recoveries were within the laboratory's acceptable ranges on the event date. System check data revealed multiple failures of the washed portion specification. The patients' samples were collected in lithium heparin gel tubes. Sample processing such as centrifugation speed and time were not provided for review. The customer noted no visible sample integrity issues. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.